Event description:
It was reported that the precision 500d monitor fell off of the wall. The approximate weight of the monitor and suspension is 24lbs. The concern is that a serious injury may result if the monitor were to fall and contact an operator.

Manufacturer narrative:
Investigation by the ge field engineer revealed that the monitor plate was not adequately installed to support the weight of the monitor. The monitor was replaced.